Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device found no anomalies. The device was attached to an inflation unit and the balloon was fully inflated to its rated burst pressure with no restrictions noted. A vacuum was pulled and the balloon deflated fully with no restrictions noted. Inflation and deflation of the balloon was repeated several times without issue and deflation times were within specifications. A detailed microscopic examination of the proximal weld area confirmed that no damage was present. The markerbands were confirmed to be in their correct positions. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is "not confirmed" as the returned device review showed no evidence of either the alleged issue or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, deflation difficulties were encountered. The target lesion was located in the moderately tortuous mid left anterior descending artery. The 20mm x 2.0mm maverick 2 monorail balloon catheter was advanced to the lesion and inflated once to an unspecified pressure. While deflating the balloon, the physician noted the time to deflate was unusually slow; however, the amount of time it took is unknown. The balloon was able to be fully deflated and was removed from the patient without issue. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is reported as `good'.

Event description:
It was reported that during a percutaneous coronary intervention procedure, deflation difficulties were encountered. The target lesion was located in the moderately tortuous mid left anterior descending artery. The 20mm x 2.0mm maverick 2 monorail balloon catheter was advanced to the lesion and inflated once to an unspecified pressure. While deflating the balloon, the physician noted the time to deflate was unusually slow; however, the amount of time it took is unknown. The balloon was able to be fully deflated and was removed from the patient without issue. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is reported as "good".